Event description:
Additional information was received. It was reported the patient had an appointment on (B)(6) 2021. It was noted the cause of the stimulation issue was a high impedance reading. The patient's stimulation issue had resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the "settings not available, cannot provide your desired settings" message comes up when the patient tries to increase stimulation on all available groups. The patient turned stimulation down but stimulation won't increase anymore and just shows "settings not available message". The patient said she thinks there is a problem with her stimulator because the stimulation sensation had been going on and off intermittently, sometimes she feels it (stimulation), sometimes she doesn't. The patient denied any falls/trauma. The circumstances that led to the reported issue were asked but unknown. Troubleshooting was unable to be performed as patient was redirected to hcp to address issue. The patient hasn't yet gone to hcp. The patient stated she has manufacturer representative (rep) (B)(6)'s number and would call to ask for appointment. Patient services emailed this rep with patient's situation.